Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.